Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message during the night. The patient had a hyperglycemia (approx. 600 mg/dl) and ketones, that has been solved by the mother with insulin pen. The patient did not have to go to hospital. The patient was conscious and could have managed the treatment via pen by herself.